Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection of the device shows that the device was returned in 2 pieces as the tulip head was disengaged from the thread body. The most likely root cause of the event is determined to be use/patient's factor such as application of extensive force during final tightening and/or hard bone quality.

Event description:
It was reported that; screw head popped off when final tightening blocker. Replaced screw with another 8.5 x 50 screw.

Event description:
It was reported that; screw head popped off when final tightening blocker. Replaced screw with another 8.5 x 50 screw.